Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter: misidentification of e.coli.

Manufacturer narrative:
G5. PMA / 510(k)#: the bd phoenix nmic-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k032299, k061355, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k063811, k151320, k063301, k031530, k060447, k023634, k020322, k132674, k023858, k071623, k031699, k060447, k024153, k060214, k042932 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213003. The customer did not return phoenix generated lab reports but provided isolates and panels for the investigation. The isolate was verified as e. Coli with bruker maldi biotyper. Customer isolate sj-2 was a mixed culture and not used for investigation testing. To investigate, one customer returned panel from complaint batch 3213003 was tested using customer returned isolate e. Coli sj-1 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from complaint batch 3213003 was tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Last, two control panels from the same material but different batch were tested with qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All six panels identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on complaint batch 3213003, related to this defect and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter: misidentification of e.coli.